Event description:
A 30 white endowrist stapler (no original packaging saved); as per surgeon: the stapler possibly malfunctioned intraoperatively while being used. Had to emergently convert to open thoracotomy to control bleeding. Patient was stable intraop. Procedure continued and patient was transferred to recovery room. 1 unit of blood given.